Event description:
A pt reported blood glucose results of 73 mg/dl with a lifescan meter and 199 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodlogy, the calculated difference of these results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.